Manufacturer narrative:
The referenced visera pro video system was returned to the service center for evaluation the unit was tested & inspected and confirmed the unit would not power on. The unit was found to have a faulty power supply unit. In addition, a visual inspection of the unit found a worn out lock-latch mechanism was found to be causing an unsecure connection, and the rear panel was observed to be deformed; bent/dented. Troubleshooting was performed as a test power supply unit was installed and the unit and was able to perform further inspection/testing. The rest of the unit passed all other functional tests. All video output signals tested in specification. Unit was equipped with the version (2.00) software. A review of the service history indicated the visera pro video system was purchased on december 25, 2010 with three service events via repair in the last four years. The last repair performed was on january 10, 2019 (connector damage issue). The unit was repaired and returned to the user facility. Based on the evaluation results, the cause of the power on issues was potentially attributed to a faulty power supply unit.

Event description:
The service group was informed by the user facility that during preparation for use, the visera pro video system would not turn on. The user facility noted the fuses were blown and then were replaced but the power supply still did not turn on. There was no patient involvement reported.

Manufacturer narrative:
The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the evaluation information, the likely cause has been determined to be due to the following: it is inferred that it occurred due to a failure of the power supply unit. It is presumed that the device in question has been 9 years or more since its delivery and was caused by the deterioration over time due to repeated use for a long period of time or the failure of the locking part of the connectors due to the user's forceful removal to the video connectors. - it is presumed that this occurred because the user applied an excessive force or hit a hard object. Nine years or more have passed since the device was delivered, and it is assumed that this occurred because the power supply unit (converter) failed due to deterioration of the power supply components. To mitigate the risk of device damage, the instruction for use manual states, labeling review: hold the instrument with one hand so that it will not move, push the locking lever down, and disconnect the video plug from the instrument. In addition, there are the following descriptions on the handling of the device in the instruction manual. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.